Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced infusion set tubing detachment during sleeping event on (B)(6) 2026. The site of insertion was abdomen. The site of detachment was from site connector. The infusion set was in use for third day. No further information available.